Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the hcp did not really feel the patient had any symptoms. The logs showed safe state and reset - low battery on (B)(6) 2017. The pump was replaced yesterday on (B)(6) 2017 and the issue was resolved at the time of this report. The patient's status was "alive - no injury". The patient's medical history included: cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the patient not getting any benefit/not getting enough benefit from the boluses was not determined. It was noted that the patient had elective replacement indicator "(eri) 3 mo." But a critical alarm occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving lioresal (2000 mcg/ml at 481 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that the patient was given a single bolus of 65 mcg on (B)(6) 2017, and the hcps sent the patient home without evaluating. The patient did not get any benefit from the bolus, so they brought the patient back on (B)(6) 2017. It was noted that they were checking the system since it was nearing elective replacement indicator (eri), and pump logs from (B)(6) 2017 indicated that the time remaining to eri was 3 months. The patient was then given a single bolus of 100 mcg. This time, they had the patient stay so they could evaluate how responsive the patient was. It was noted that the patient got slight benefit, but not where it should be. The system was checked under fluoroscopy, and a catheter access port (cap) study and dye study were performed. Everything came back with no issues. The catheter was re-primed like normal. After the prime, the pump was read again and it was noticed that the pump had alarmed and had a safe state message. The pump was programmed out of safe state back to the flex dose, and they were no longer hearing the alarm. It was noted that the new dose was 700 mcg/day. Pump logs from (B)(6) 2017 indicated that a low battery reset and safe state occurred on (B)(6) 2017 at 12:46. No further complications were reported or anticipated.